Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  The device will be returned for analysis and further information will follow once the analysis has been completed.  No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 82 mg/dl. Customer was treated with glucose tablet. Customer declined troubleshooting for his low blood glucose. Customer did receive a change sensor alert and calibration not accepted alert. The device was not returned for analysis.